Event description:
The device was returned for service repair. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the outer sheath of the insertion section was loose and buckled. The teflon jaw of the grasping section was found burned and the metal portion bent.